Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 400-600 mg/dl. The customer changed out the cartridge and infusion set. The customer indicated that insulin injections would be used to manage diabetes. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be performed.